Event description:
The customer reported an error on the right monitor when booting the system. The customer had to shut down the c-arm and reboot to complete the case. A pt was involved but not injured.

Manufacturer narrative:
The ge service rep checked the system and found the system will not boot up with the warning on the c-arm (filament calibration required and collimator calibration required). Unable to copy the debuglog file the message data error reading drive c will appear on the debug monitor, checked the rus files and found the ma limit has been erased. Found the power cable cut. Replaced disk drive, formatted and partitioned, system 9800 for the data base corruption error. Replaced asm, cable, pwr cord, 110 v 15 amp. 100-127 v setting, 20', non-emi, 9800/6800/9900 and asm, pcb, gen interface, 9800/9900 for the ma file issue. Performed a generator calibration. System functional checked. Image resolution. Auto kvp measured. Are with specifications. All c-arm and workstation controls functioning properly. Overall system operating as intended.